Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not aware how to clear the series of alarms he received. The customer's sensor glucose reading was 46 mg/dl but his blood glucose level was 35 mg/dl. The customer seemed disoriented. The call was disconnected. The device was not returned.